Event description:
The reporter stated a nurse in the clinic cut her finger with the control ampoule. She wrapped gauze around the ampoule, but the ampoule was not completely covered. She flushed the finger with water and sought treatment from the urgent care clinic because glass was imbedded in her finger.

Manufacturer narrative:
Device labeling has been revised to include proper handling and use.